Event description:
It was reported in an abstract that a total of 86 patients that underwent balloon kyphoplasty procedure (bkp) over an 18 month period were allocated to either group b (group of 54 patients orally administered biphosphonate) or group t (group of 32 patients adminis tered teriparatide daily) according to the abstract, re-fracture was observed in 18 (20.9%) of all patients, consisting of 15 (27.8%) in group b and 3 (9.4%) in group t. No other information was reported.

Manufacturer narrative:
Literature citation : masashi kumamoto, et al. "Inhibiting effect of daily administration of teriparatide on secondary vertebral fracture after bkp". 1406-02; gs23-5. 7/11/2014. (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.